Event description:
It was reported that customer was admitted as an inpatient to a hospital for diabetic ketoacidosis. Customer's father stated that customer had problems with her infusion sets sticking. A tape set will be set out to help solve the problem the customer was having with her infusion sets.